Event description:
It was reported via repair work order that the top cover was torn with fluid intrusion. It was also reported that the mattress foam was discolored with fluid intrusion. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.